Event description:
It was reported to medtronic minimed that the customer experienced bent sensor, change sensor/bad sensor, the customer reported blood glucose value of 500 mg/dl. The customer reported hemorrhage/blood loss/bleeding, hyperglycemia treated with no treatment, manual injection/insulin pen. Customer reported the following led up to the event: issues with sensor. Document treatment for high blood glucose: syringe other than insulin, indicate medications taken to treat diabetes: pump and syringe document type of diabetes: type 2. The event involved product(s) mmt-7040a, mmt-332a, unk_ngp, mmt-7040a, unomedical. Customer received a change sensor alert. Troubleshooting was performed. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer reported a bent sensor (not a slight bend/curve). Customer reported blood at site. Customer reported high blood glucoses. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unk_ngp. No product return is required for mmt-7040a. No product return is required for unomedical.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.